Manufacturer narrative:
No medwatch form was received.

Event description:
Patient was admitted after experiencing inappropriate shocks due to t-wave oversensing. Upon interrogation, low sensing, decrease in impedance and no capture were observed. X-ray did not show dislodgement. Physician decided to reposition the lead. On the day of the surgical procedure, fluoroscopy revealed that the lead had perforated. The lead was explanted with no consequences to the patient.